Event description:
The following has been reported: reported service alarm, not in patient use yet, pump used for training so no patient harm. Did do hard shut down on pump. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure, sensor hardware failure (pressure sensor board) due to use error (impact damage broke a pressure sensor) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Pump problem alarm immediately upon turning on pump. Could not use. The rear housing is cracked as well as one of its screw bosses. One of the pneumatic plate screw bosses is broken. Two main board connectors (pneumatic valves and pressure board) were unplugged. The connectors were reattached after investigation. Damage is consistent with impact damage from a pump drop. Recommend returning for repair and having the rear housing and pneumatic plate replaced. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.